Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a result of 300 mg/dl on advantage system 1 compared back to back with a result of 136 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter also alleged that on a different day, she obtained a result of 302 mg/dl on advantage system 1 compared back to back with a result of 108 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)